Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The pump was received with cracked case at lcd window corners and battery tube threads. The pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer removed the battery and inserted a new one and the numbers started to ramp without input. The customer will be sent a replacement pump. The customer will return the pump for analysis.